Manufacturer narrative:
The reported issue that multiple pump modules are obtained when initiating an infusion in anticipation that the channel will not work could not be confirmed; no product or device logs were returned for investigation. The file was opened to document the issue that was reported. No further investigation of this event is possible at this time. No device history or qn search was performed since no source device serial number was reported by the customer. The alaris pump module is typically used for treatment. The file may be closed based on the above facts. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was patient involvement.

Event description:
It was reported that multiple pump modules are obtained when initiating an infusion in anticipation that the channel will not work and then will have to be swapped out. There was no further information provided.